Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system experienced misidentification during use. There was no report of adverse patient impact. The following information was provided by the initial reporter: user mentions that equipment does not recognize salmonella

Manufacturer narrative:
H.6. Investigation: a failure for mis-identification of results was reported on a phoenix m50 instrument (B)(6) the customer reported that the instrument was not identifying salmonella as expected. This was reported to be occurring with control samples. A bd field service engineer (fse) was dispatched to the customer, who was also facing results concerns with another phoenix m50 in their lab (B)(6). Training of the laboratory staff was conducted, and the instrument was reported to be working correctly. The root cause is not known. As the resolution of this case was to complete training with the customer, and further investigation was considered necessary into the reagents / panels used, this is an unconfirmed failure of the m50 instrument itself. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for pf2645 was reviewed and revealed two previous cases associated with incorrect results. Under case (B)(4), the customer reported incorrect results from gram negative panels. This case is being investigated against the panels as a reagent complaint. Under case (B)(4), the customer reported mis-identification of results from the instrument, and the light source distribution boards were replaced. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system experienced misidentification during use. There was no report of adverse patient impact. The following information was provided by the initial reporter: user mentions that equipment does not recognize salmonella.